Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the ilet displayed 0.0 units with a "press and hold" prompt, infusion delivery did not resume as intended, and an attempted tubing fill reached 20 units without visible drops; the user replaced the cartridge, resumed delivery, and experienced prolonged hyperglycemia up to 400 mg/dl that the ilet eventually corrected, after which the user went to the emergency department for a viral issue where the pump was removed and insulin was administered via intravenous drip; the event involved the infusion tube component and improper or incorrect procedure during the change. Symptoms included hyperglycemia, anxiety, fatigue, nausea, and shaking or tremors. Outcomes included hospitalization and a serious illness designation with unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with a usage problem identified attributed to the tubing step during setup. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.